Manufacturer narrative:
This report is submitted on july 12, 2019.

Event description:
As per the clinic, the patient experienced bruising and swelling at her implant site. The patient was treated with IV antibiotics. The implant remains in-situ.